Event description:
Reference number: (B)(4). Event occured in canada. It was reported that the patient experienced an infusion set occlusion issue on (B)(6) 2026, as the customer stated that he was overusing the abdomen site, leading to cause occlusion alarm. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.